Event description:
The customer reported that the insulin pump had unresponsive buttons. The customer changed the battery and the buttons still did not respond. The device rested for two hours and the buttons were not responding. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and unresponsive buttons as a result of a keypad connector not being plugged properly.